Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Elevated iop and dislodged stent are identified as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro-bypass stent patient reported the following. Reportedly, following a left eye cataract plus stent procedure, the patient presented with elevated ¿pressures¿ and the stent had ¿moved¿ in the operative (os). No further details were provided.